Event description:
Subsequent to lasik surgery the pt presented with bilateral diffuse lamellar keratitis (dlk) at one day post-op visit. Flaps were lifted and rinsed. The pt's visual acuity was not adversely affected (20/20).